Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The patient was not wearing the device at the time of death. The device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. No official cause of death was reported. However, it should be noted that diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom customer service on (B)(6) 2015 to report a patient death. Patient's wife stated that patient passed away in (B)(6) of 2015, however, an exact date was not provided. Patient was hospitalized for liver issues and passed away while hospitalized. The patient was not wearing their continuous glucose monitoring device at the time of death. An official cause of death was not reported. No further event information is available.